Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient presented with high rv capture threshold post-implant. X-ray did not reveal lead dislodgement. The rv lead was repositioned successfully with no issues. R-wave could not be measured because the patient is dependent. The patient was stable.